Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter and the pebax suffered physical damage. Force issue. During the procedure, there was a problem with the force of the catheter. After removing the catheter from the patient, it seemed that blood penetrated into the device. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 14-oct-2024. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax suffered physical damage. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The blood penetrated into the device issue was originally considered non-reportable, however, bwi became aware on 14-oct-2024 that the pebax suffered physical damage and have reassessed this issue as reportable. The awareness date for this reportable issue is 14-oct-2024.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 05-nov-2024, noted a correction to the 3500a initial under h11. Additional manufacturer narrative as should have included the following: ¿the picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter. During the procedure, there was a problem with the force of the catheter. After removing the catheter from the patient, it seemed that blood penetrated into the device. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax suffered physical damage. The bwi product analysis lab received the device for evaluation on 15-nov-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, microscopy examination, and force test of the returned device were performed following j&j procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. In relation to the force issue, the instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).